Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that the patient has bone necrosis in the left knee. A revision surgery is scheduled soon.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual products involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to bone necrosis of the left knee.

Manufacturer narrative:
The associated complaint device was not returned for evaluation please review attached for investigation results. (B)(4).